Manufacturer narrative:
(B)(4). Date sent: 9/26/2017. Batch # m55a0a. The analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the articulating joint of the device would not fit through the 12 mm versastep trocar. The surgeon also felt that the device was not clamping closed properly. There were no issues with any staple lines made by this device. Procedure was completed with the same device by removing the trocar and inserting the device directly through the incision. The procedure time was extended by 45 minutes. It was unknown which reload was used. No buttressing was being used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: evaluation summary. The analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition during analysis a go-no go gauge was use to simulate trocar conditions the device pass as intended.